Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of the sealed packaging device with attached label. Lot and product information were match and verified with tw. No visual anomalies were noted. Therefore, the investigation is inconclusive for the reported sheath turned over issue as provided evidence are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with breast cancer underwent m.r.I. Low-profile port placement via the right internal jugular vein. During the procedure, it was reported that, upon opening the infusion port packaging, it was observed that the skin sheath had turned over, rendering the device inoperable. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient diagnosed with breast cancer underwent m.r.I. Low-profile port placement via the right internal jugular vein. During the procedure, it was reported that, upon opening the infusion port packaging, it was observed that the skin sheath had turned over, rendering the device inoperable. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.